Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the chiller repair was required for the arctic sun device.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that chiller repair was required for the arctic sun device. Per additional information received via ibc on (B)(6)2021 stated that the therapy continued with another arctic sun that the hospital has. They detected that the device was not cooling properly. The chiller failure was detected by our technical partner once they travelled to the hospital to give them a solution.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the chiller repair was required for the arctic sun device.